Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that the device had a hole in the hose. The device was not being used during surgery. It is unk if injury or medical intervention were reported. There was no add'l info provided.